Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a dental needle. Customer states, the needle detached from the hub during use. The surgeon had bent the needle during use and questioned if this had caused the detachment. When removing the needle from the pt's mouth, the needle dropped off and was found in the pt's clothes.